Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they experienced an allergic reaction to the wearing of the aligners. The patient's symptoms included difficulty breathing and pain. Received letter from patient's doctor stating; upon use of the byte aligners the patient has developed an allergic reaction to the materials used in the device. This reaction has resulted in the discontinuation of the aligner treatment.